Manufacturer narrative:
Na.

Event description:
The customer reported that they obtained the following results while testing a patient on the accuchek inform ii meter (serial number (B)(4)). On (B)(6) 2016 at 21:27 the result of 461 mg/dl was obtained on the meter compared to another meter result of 172 mg/dl. Later, a laboratory sample was drawn at 21:46 and the result was 124 mg/dl. On (B)(6) 2016 at 11:12 the result of 394 mg/dl was obtained. At 11:13 the result of 257 mg/dl was obtained and at 11:14 the result was 288 mg/dl. A laboratory sample was drawn at 5:24 am and the result was 107 mg/dl. It was not known if the same vial of strips was used for all of the results. The customer reported that if any treatment was given to the patient it was based on the lower of the results obtained. There was no adverse event. The customer was concerned about the lactulose the patient was on causing the elevated results. The accuchek inform ii strip package insert states under limitations, "blood concentrations of galactose >15 mg/dl will cause overestimation of blood glucose results." The suspect product was requested to be returned and the replacement product was sent. The relevant retention strips (lot 474131) were tested for accuracy. The retention material meets specifications.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation. The contamination of the patient's fingers with lactulose is a possible cause for the result discrepancy. The medications listed are not known to interfere with glucose results when ingested. The customer did not return any product.